Manufacturer narrative:
Event 2: this report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. No sample / overinfusion: the device was not available. Only the history data was sent for investigation. Results: the device history files were analyzed. A space line was inserted and the infusion started with a rate of 6ml/h and a volume of 80ml on (B)(6) 2024 at 10:59am. During the infusion, the rate was change several times and a new volume of 100ml was set, two times. The infusion stopped on (B)(6) 2024 at 07:21 am. At this time, 108.10ml was infused. No other abnormalities were found.

Manufacturer narrative:
Event 2. This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
Event 2: according to the customer: 2nd bag of therapy was found to be empty at the 6th hour mark after changing during routine inspection by user, prompting top up (termed 3rd bag to resume therapy, expected to last for another 13 hours). . No patient complications were reported as a result of this event.